Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "adjust belt" messages) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure and the reported messages was isolated to a open connection at v1 in ECG "c." The root cause for the open connection could not be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had a damaged cable and that a patient was receiving "adjust belt" messages.